Event description:
It was reported that the patient underwent a surgical procedure to revise this male sling system due to unspecified reasons. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.